Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2012. The reservoir would not inflate before it was used on the patient. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. When the reservoir was cut, it was observed that the valve slit was closed, the valves color was yellow and the material looked deteriorated.